Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred and the blower motor was replaced to address the issue. The report has been amended to reflect an allegation of patient harm requiring intervention.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred and the blower motor was replaced to address the issue. The report was amended to reflect an allegation of patient harm requiring intervention. A reassessment of the medical intervention allegation was reviewed by the clinical expert. It was determined that based on the available information, there is insufficient evidence to pronounse the event of an ambu bag being used as serious injury as defined in 21 cfr 803.3(w).